Event description:
A surgeon reported that following bilateral lasik procedure, the patient presented with an overcorrection in the left eye only. The patient was myopic prior to the surgery, and after the surgery, hyperopia was observed. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).